Event description:
Tactile guidance system allowed surgeon to make a plunge cut approximately 7-8 mm too deep. Surgeon converted to an onlay.

Manufacturer narrative:
The malfunction occurred during use of the product; surgeon indicated that the surgery was completed successfully. The device was fully investigated, and determined there is no malfunction that could be identified in the system after the event occurred. The system was performing as expected in all cases. The root cause analysis was inconclusive. While there were a number of potential root causes, there was not enough evidence to significantly elevate one potential cause to the root cause of the improper resection. Corrected actions have taken place to address some of the identified potential root causes, although not directly related to this event. No corrective action specific to this action has taken place, due to the inability to identify a root cause for this event with sufficient probability.